Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 500mg/dl on time and date of hospitalization mentioned was (B)(6) 2016 with blood glucose of 500mg/dl. The customer experienced all plus back pain. Customer declined troubleshoot for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the displacement accuracy test. The device was received with cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained end cap sticker.